Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced poor barrier separation of sample. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: gel not move correctly after centrifugation there was lot gel in plasma (photos enclosed). G-force 2000 and 10 min, temperature +20 degrees. Tubes are not fill correctly.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: h6: investigation summary: bd received 100 samples and 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed; slow fill could not be confirmed based on the photos provided. Additionally, the customer samples along with retention samples from bd inventory were evaluated and the issue of gel smearing and slow fill was not observed. Returned and retained samples (batch: 2025296) were drawn with horse blood, mixed. They were then centrifuged at 2000g for 10 minutes. No gel smearing was observed. Additionally 20 retained samples were draw-tested with deionized water. From this testing it was determined that all 20 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced gel smearing and underfill of a tube with blood .this event occurred 300 times. The following information was provided by the initial reporter. The customer stated: gel not move correctly after centrifugation there was lot gel in plasma (photos enclosed). G-force 2000 and 10 min, temperature +20 degrees. Tubes are not fill correctly.

Manufacturer narrative:
Additional information received b.5. Event description: it was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced gel smearing and underfill of a tube with blood .this event occurred 300 times. The following information was provided by the initial reporter. The customer stated: gel not move correctly after centrifugation there was lot gel in plasma (photos enclosed). G-force 2000 and 10 min, temperature +20 degrees. Tubes are not fill correctly. Imdrf annex a grid: a140304, a0302.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced gel smearing and underfill of a tube with blood .this event occurred 300 times. The following information was provided by the initial reporter. The customer stated: gel not move correctly after centrifugation there was lot gel in plasma (photos enclosed). G-force 2000 and 10 min, temperature +20 degrees. Tubes are not fill correctly.